Event description:
It was reported that the camera head had a connection error . The issue occurred during a laparoscopy procedure. Per the report, the intended procedure was completed using the same set of equipment .there was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found a connection error issue due to bad connector. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed, and it was discovered that there was not a previous repair. Related to the reported failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.